Event description:
It was reported that the device failed accuracy test 8.95%. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d9 - date returned to mfg: 6/19/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, accuracy testing, and event history log (ehl) review, the customer problem was duplicated. Using the test station 3 accuracy tests were ran and the pump did not meet specification. The pump also had a worn downstream occlusion (dso) nub. The cause of the customer reported problem was an out of specification expulsor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative trimmed the expulsor to meet manufacturing specifications and replaced the dso seal. The pump passed all functional tests and performed as intended after repair.